Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 70% stenosed, de novo,concentric lesion being treated measured 2.25mmx24mm and was located in the mildly tortuous and moderately calcified left circumflex. A significant bend of <= 45degrees was involved in the lesion. Access was gained via the femoral artery. Using a 0.14x190 non-bsc guidewire, the physician inflated a 2.0x25mm non-bsc balloon catheter in the target lesion for predilation. The physician then advanced the 2.25x24mm promus element stent delivery system (sds), however the sds was unable to cross the target lesion. Upon removal of the sds it was noted that the stent was bent at the distal end and the hypotube was kinked. The procedure was completed with a 2.25x24 taxus liberte sds. No patient complications were reported and the patients status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 70%stenosed, de novo,concentric lesion being treated measured 2.25mmx24mm and was located in the mildly tortuous and moderately calcified left circumflex. A significant bend of <= 45degrees was involved in the lesion. Access was gained via the femoral artery. Using a 0.14x190 non-bsc guidewire, the physician inflated a 2.0x25mm non-bsc balloon catheter in the target lesion for predilation. The physician then advanced the 2.25x24mm promus element stent delivery system (sds), however the sds was unable to cross the target lesion. Upon removal of the sds it was noted that the stent was bent at the distal end and the hypotube was kinked. The procedure was completed with a 2.25x24 taxus liberte sds. No patient complications were reported and the patients status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. The distal section of the stent was stretched and was resting approximately 1mm from the tip. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).